Event description:
End user states the joystick is not functioning properly. Allegedly, the resulting erratic movement caused the user to run into a wall and sustain minor injury. No medical intervention was sought.